Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that after replacing the fuses all indicators were lit and the system booted normally. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect fuses have not been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure the imaging system would not power on. Site replaced fuses and the issue was resolved. System fully functioning. There was no patient present at the time of the issue.